Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp, and replaced the fiber optic connector. The stm then completed full calibration, functional testing and safety checks to factory specifications. The iabp passed all testing, was returned to the customer, and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented with a fiber optic failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement or adverse event reported.